Event description:
The user fell and hit the back of his head. The mother reported that it was not a very strong hit, however, in situ testing results appear to be altered. A change in the user's hearing performance with the device has also been reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user fell and hit the back of his head. The mother reported that it was not a very strong blow, however, in situ testing results appear to be altered. Change in the user's hearing performance with the device has also been reported. Re-implantation is planned but no date has been scheduled.

Manufacturer narrative:
Additional information: based on the received information and in-situ measurements, a damage to the active electrode caused by a reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user fell and hit the back of her head. The mother reported that it was not a very strong hit, however, in situ testing results appear to be altered. The user has been re-implanted on (B)(6) 2023.

Event description:
The user fell and hit the back of her head. The mother reported that it was not a very strong blow, however, in situ testing results appear to be altered. The user has been re-implanted on (B)(6) 2023.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.